Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the distal end of the 1.5mm hex driver tip broke off in the head of the screw. The surgeon was able to remove the broken piece of metal. Per information received, the surgeon did not want to use the silver handle with the 1.5mm hex driver tip. The broken 1.5mm hex driver tip was replaced with another 1.5mm hex driver tip, and the surgery was completed. This issue prolonged the surgery by 3 minutes. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00466 for the driver involved in this event.